Event description:
It was reported by customer that he had been treated by paramedics for low blood glucose levels on (B)(6) 2014. Customer's blood glucose level was 34 mg/dl at time of hospitalization and was given intravenous insulin drip while in the hospital. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Next, customer was asked to check for air bubbles in infusion set tubing. Customer verified there were no air bubbles. Afterwards, the reservoir was reinserted into insulin pump and a manual prime was performed. Device passed priming, high pressure test and insulin exited tubing. Informed customer device is functioning properly, but customer requested new insulin pump. Nothing further reported.

Manufacturer narrative:
This report is provided because our original medwatch form was submitted before the device evaluation was complete. The additional information will be provided in this section. The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off/no power or low battery alarm noted. Unit passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. Unit had minor scratched lcd window, cracked display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.